Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's pump was alarming, so the customer was advised to remove the battery. Call was dropped while verifying information. Customer was called back twice, but there was no answer. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.